Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The available tripped trend reports were reviewed for charging cable and ac adapter and no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A fast-draining battery issue was reported with the adc freestyle libre 2 reader. A customer reported the reader battery was draining fast and he was unable to obtain a blood glucose reading. The customer experienced unspecified hypoglycemia and required treatment of oral glucose from his partner and no further treatment was reported. There was no report of death or permanent injury associated with this event.